Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  the intersim battery was "long dead" and hadn't been used in a while. Additional information was received from the patient. They reported that the issue was not caused by normal battery depletion. When asked what most likely caused the issue they stated that they had disconnected it from charging. When asked what steps were taken to resolve the issue they stated that they would leave it disconnected as they no longer used it. They stated they may have it removed from their body at a later time. They stated that the issue had not been resolved and that action may be taken at a later time but was not scheduled.